Event description:
It was reported that during in clinic follow up, the patient received inappropriate atp for svt rhythm. Programming changes were made. There were no adverse consequences to the patient.